Manufacturer narrative:
Conclusions: device malfunction is suspected but did not cause or contribute to a death or serious injury.

Event description:
It was initially reported that the patient's lead was being replaced due to a lead discontinuity. The patient's pulse generator was replaced at that time due to an end of service. Information received from the treating neurologist's office indicated that the patient came in for a routine visit on (B) (6)2010 which showed the high lead impedance. X-rays were said to have been taken, but a copy was not able to be sent to the manufacturer for review. There was no known trauma or manipulation. In the operating room the lead was felt to be scarred to the nerve causing high impedance. There was no lead break observed found in the operating room. The explanted lead and generator were returned to the manufacturer for analysis, but has yet to be completed. Last known diagnostics available in the manufacturer's programming history database were within normal limits.